Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to excise hypertrophic scar tissue around the implant site. It was reported that the skin tissue overlying the cochlear implant was not breached. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2013, to excise hypertrophic scar tissue around the implant site for the second time. This report is filed october 16, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.